Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a defective u713 op amp on the distribution node pca. The root cause for the defective u713 op amp could not be positively identified. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to communicate with the monitor.